Event description:
The peritoneal dialysis (pd) pt reported upon completion of their treatment on (B)(6) 2014, the cassette leaked and fluid was found around the cycler door. A follow-up call with the pt's pd nurse revealed no peritoneal dialysis treatments were missed, no serious injury occurred. The pt's effluent expressed from the peritoneal dialysis catheter was clear, and there are no signs and or symptoms of peritonitis. As of (B)(6) 2014, the pt continues to sue continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplement medwatch report will be submitted upon completion of the investigation.